Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing and elevated pacing threshold measurement. X-ray was performed and indicated that this rv lead might have been slightly pulled back. The patient had infection, thus, the whole system was explanted. The patient is not pacer dependent. This rv lead is no longer in service and will not be returned for analysis. No additional adverse patient effects were reported.